Event description:
The customer states that discrepant chloride results were generated on one patient sample tested on architect c4000 analyzer (B)(4): anion gap = 3; chloride = 95 mmol/l; and, sodium = 127 mmol/l. The sample was retested on an architect c8000 analyzer and generated the following results: anion gap = 9; chloride = 104 mmol/l; and, sodium = 142 mmol/l. Controls have been within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Low readings (B)(4).

Manufacturer narrative:
This evaluation consisted of the investigation of information provided by the customer, architect c4000 instrument logs and field data, the service history of architect c4000 serial number (B)(4), complaint and internal information, and labeling in the architect operations manual (pn 201837-108, january 2010), and ict sample diluent (ln2p32-11), ict serum calibrator (ln1e46-03), co2 (3l80) and co2 calibrator (1e64) package inserts. The review of the system logs revealed the result log did not cover the days of occurrence for the discrepant anion gap patient results. (B)(4). The operations manual and all package inserts contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current available information a product deficiency was not identified.